Event description:
It was reported that a user experienced hyperglycemia while using the ilet system with an inset infusion set on the right abdomen and an fsl3+ cgm, with a highest cgm reading of 294 mg/dl confirmed by glucometer at 291 mg/dl for about one hour; the user replaced the cgm and, during the warm-up, lacked glucose visibility until a high alert occurred, after which glucose began to decline once the sensor connected to the ilet. Symptoms included no reported clinical manifestations. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included user education and troubleshooting regarding high glucose management and cgm warm-up considerations. Investigation of this case revealed no device malfunction and suggested that delayed cgm availability during warm-up contributed to delayed recognition of hyperglycemia, with infusion set function not implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear and related to use conditions rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.